Event description:
It was reported: customer- lifting arm broken. Technician- sara 3000 arms bent, both bolts have also snapped. Diagnose fault, remove broken bolts with screw extractor and heat, remove and replace lifting arms, check all functions, all ok. No patient was on the standing machine when bolts snapped.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by the manufacturer arjohuntleigh (B)(4). On behalf of the importer arjohuntleigh, inc. (Ahus). This is the 7th reportable event found with a similar failure mode (since 2008 to date). The failure mode is related to two bolts on the mast breaking and the lifting arm becoming detached as a result, which might lead to patient drop. In this case no patient was involved. (B)(4). The device was inspected by an arjohuntleigh representative and was found to have both bolts on the arm assembly broken. From event simulation, stress calculation and laboratory analyses (the latter of the bolts only) we can conclude that the each of the two bolts connecting the lift arm to the mast is more than capable of taking the stresses of normal use and more, and will only break after being submitted to continuous abnormal stress. For example: numerous and continuous occurrences of becoming stuck under a bathroom handrail, and still being repeatedly lifted, can lead to one of the two bolts breaking. Stimulations show it very unlikely that two bolts break at the same time, since when both arms are blocked the pcb control box will cut power. This means that the lift device was not up to specification during use. Also it shows that the device was continued to be used, and possibly again miss-used, while one bolt was already broken. When the second bolt broke, the lifting arm became detached. Lifting arm bolts issues are easily identifiable before use since before the bolts break, the lifting arms will become bent, which is highly visible. The device labeling contains the following warnings: (operating and product care instructions kkx81010m-en issue 3) continuing to use this product without conducting regular inspections or when a fault is found will seriously compromise the user and residents safety. Make sure all fixings, screws and nuts are secure and tight (weekly by operator and yearly by technician). If the resident support arms do not follow the movement indicated by the use of the pressed control button, release the button immediately and check for obstructions. Our root cause conclusion is that user did not follow the operating and product care instructions which appears to have caused the event.